Event description:
It was reported that during an embolization procedure, removal difficulties occurred. The interlocking detachable coil 5x15cm was inserted into the target lesion. The lesion details are unk. It was noted the coil size was bigger than the target lesion. Therefore, the coil was retracted and the coil was detached in the proximal end of the catheter. The interlocking portion was stuck in the distal end of the introducer sheath. The coil was removed with the catheter from the pt. The coil was removed from the catheter. The procedure was completed with another MFR's coil. No pt injuries or complications were reported. The pt condition is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).